Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6), 2012. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient experienced pain post-procedure. In (B)(6) 2012, the patient underwent a sling revision and continued to experience pain. As a result, the patient underwent a second sling revision in (B)(6) 2013. The exact dates of the sling revisions were not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.